Event description:
Per customer, the system is running hot. Has injured several pts, including one staff. Per the customer, there were varying degrees of burns, mostly scabbing. Details were provided for one individual who per the physician, had first degree burns.

Manufacturer narrative:
Per the lumenis service depot, there was a large spot on the sapphire tip. This foreign material appears to be the root cause of the incident. Per the service depot, the device energy was within specification. The service depot removed the spot from the outside of the sapphire tip. The service depot advised the customer that in order for the lightsheer to operate properly, the chill tip must be kept clean.